Event description:
It was reported to boston scientific corporation that a advantage was implanted into the patient on (B)(6) 2012. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perin pain; anal pain; thi pain; pain inter; diff bowel; damage; psych; oth pain: polyarthralgia surgical interventions: on (B)(6) 2013 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: a wide stip of the left introitus and left vulva was excised to remove any irritating spots. Also ine other spot adjacent in the vagina was also removed. A refashioning of the area was required to achieve a good anatomical result.. On (B)(6) 2016 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: cystoscopy and hysteroscopy and curette.. Nonsurgical treatments: the patient was treated with pain medication: ibuprofen for the treatment of: inflammation. The patient was treated with psychological medication: escitalopram. The patient was treated with other medication (please specify). The patient was treated with physiotherapy treatment (including pelvic floor exercises or training). The patient was treated with pain medication: methylprednisone for the treatment of: joint pain. The patient was treated with pain medication: oxybutynin for the treatment of: bladder spasm. The patient was treated with pain medication: hydromorphone. The patient was treated with pain medication. The patient was treated with pain medication: celebrex for the treatment of: inflammation.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.